Manufacturer narrative:
Return date is unknown. Although the anchoring plate was returned, the decontamination form was not completed correctly. As such, the device could not be physically evaluated, no failure modes could be identified, and the cause is unable to be determined. A review of the DHR did not find any issues which would have contributed to this event. The device's labeling provides instructions regarding proper device usage and installation.

Event description:
It was reported that during final impaction of the second roi-c anchoring plate, it could not be fully inserted and the roi-c cage moved. The devices were replaced. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report. Product was returned without decontamination form which prevent it examination. Current information is insufficient to permit a valid conclusion about the cause of this event. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is still in progress. Conclusion is not yet available.

Event description:
Roi-c: anchoring plate couldn¿t be inserted. It was reported that during a roi-c surgery: the anchoring plate couldn¿t be inserted into the cage and the surgery was completed with another products. No x-rays are available, the operation was not delayed and the patient was healthy according to the reporter, the patient bones were not sclerotic and the anchoring plates were not inserted into the same slot.